Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a stenosed vessel in the brachial artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was attempted to be advanced with resistance after about 15cm then axillary was visible and a non-abbott diagnostic catheter was inserted with resistance again after 15cm from radial access. The diagnostic catheter and bmw guide wire were withdrawn, however, the tip broke about front third to middle third. There was resistance during withdrawal due to the anatomy and low force had to be applied. It was noted that the proximal part of the guide wire was retrieved but the broken tip remains in the radial/brachialis/axillary artery free floating. There was a short delay in the procedure due to the unsuccessful retrieval of the distal tip. On (B)(6) 2021, the broken tip of the guide wire was removed with a snare in an additional intervention. No additional information was provided.

Event description:
It was reported that the procedure was to treat a stenosed vessel in the brachial artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was attempted to be advanced with resistance after about 15cm then axillary was visible and a non-abbott diagnostic catheter was inserted with resistance again after 15cm from radial access. The diagnostic catheter and bmw guide wire were withdrawn, however, the tip broke about front third to middle third. There was resistance during withdrawal due to the anatomy and low force had to be applied. It was noted that the proximal part of the guide wire was retrieved but the broken tip remains in the radial/brachialis/axillary artery free floating. There was a short delay in the procedure due to the unsuccessful retrieval of the distal tip. Subsequent to the initially filed report, the following information was provided: the broken tip of the guide wire was removed on (B)(6) 2021 with a snare in an additional intervention.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported there was resistance during advancement/retraction due to the anatomy and low force had to be applied. It should be noted that the instructions for use (IFU) guide wire hi-torque guide wires for ptca, pta, stents, with ce states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. It is unknown if the IFU deviation contributed to the reported event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the still frame images show a catheter in a small unnamed branch and doesn¿t appear to be in the radial artery. It appears to be a small branch that connects to the brachial artery. What was reported to be a stenosis in the brachial artery appears to be this small branch. The guidewire is visible, but the distal end is not visible in the images provided. Without the trailing end of the guide wire in the provided images, it is not possible to confirm that the guide wire is broken. It is requested to have the retrieval images to confirm that the wire was broken as well as to determine a probable cause and confirm a device malfunction. A device malfunction cannot be confirmed via the images provided. A follow up cine was requested to have the retrieval images to confirm that the wire was broken as well as to determine a probable cause and confirm a device malfunction; however, the additional images did not provide visualization of the broken distal end of the guidewire so a device malfunction still cannot be confirmed via the images provided. The investigation determined the reported difficulties in addition to removal of foreign body, delay of treatment/therapy and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.